Event description:
The report received from the study indicated that one-month post index procedure; the patient experienced an acute myocardial infarction. During the index procedure, the patient underwent percutaneous coronary intervention (pci) in one vessel. The target vessel was the first obtuse marginal (1st om) and the target lesion was described as type b2, calcified, no thrombus, presenting 80% stenosis and timi 3 flow. The lesion length was 23mm with a reference vessel diameter of 3mm. The lesion was predilated to 6 atmospheres (atm) then the 3.0x23mm cypher stent was implanted; deployment pressure was conducted to 11 atm. Post dilation was not conducted, timi 3 flow was maintained and residual stenosis was 10.2%. Approximately one-month post index procedure, patient presented with ischemia on the target vessel patient was hospitalized for 6 days. Two months later, the patient presented with a hemorrhage. The patient was hospitalized requiring a transfusion with three units of blood.

Manufacturer narrative:
This device is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is not available for evaluation, as it remains implanted; additional will be submitted within 30 days upon receipt.